Event description:
Customer reported a discrepant sample when performing lot-to-lot verification of sar-cov-2 tma assay. Sample initially tested positive when run on panther instrument (B)(4) using assay lot 275732, then it tested negative when run on panther instrument (B)(4) using assay lot 276791. The initial positive test result was released.

Manufacturer narrative:
Customer retested the discrepant sample one more time (wl (B)(6)) and got the expected positive result. Hologic product applications specialist (pas) reviewed logs and found no instrument or kit preparation issues, concluding that this sample had a low-target concentration. Hologic quality assurance (qa) sent customer an approved letter that log review was performed. No further issues reported. (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.